Event description:
It was reported the pump touchscreen was cracked and unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.